Event description:
It was reported that a patient underwent an atrial fibrillation ablation, and the patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. Towards the end of the case, while doing the last check with the intracardiac ultrasound catheter, a pericardial effusion was noticed. Immediately, a slight drop in blood pressure was noticed. The physician completed a pericardiocentesis and drained the pericardial fluid successfully. The patient was reported to be in stable condition. The physician does not believe that any of the biosense webster equipment caused the complication. The physician¿s opinion on the cause of this adverse event was patient condition. The outcome of the adverse event was fully recovered (no residual effects). The patient required overnight hospitalization for monitoring and was discharged next day. This was a redo case, some touch-up lesions on the veins and posterior box isolation performed. Effusion identified on post-ablation check. One transseptal puncture site was performed during the procedure. There was no evidence of steam pop. The patient did not require cardiac surgery. Correct catheter settings were selected on the smartablate generator. No issues with flow rate change at the start of ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used were dashboard, vector, and visitag. Parameters for stability used were stability+ (4s); 3mm tags. No additional filter used with the visitag. Color options used prospectively was impedance drop.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31522625l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).